Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the black box data one cs 052 call service alarm had occurred. During testing, the pump performed the ez-prime steps with no call service alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate successfully with no alarms. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump had emitted multiple cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.